Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient with an implantable pump containing unknown drug for non-malignant pain. It was reported that the patient (pt) noticed for 5 days that the communicator would not charge and the cord doesn't go all the way into the communicator port. The pt mentioned they have been charging the communicator for 5 days and there was no yellow light to the battery indicator until today. Pt said they have been charging the communicator between 8:00am and 2:00pm and there was no yellow light. When asked, pt said there was no visible damage to the communicator, but the cord doesn't want to go all the way in. Pt also mentioned they already tried different cords, but nothing worked. Agent reviewed communicator indicator light. During the call, pt confirmed they were now seeing a yellow light on the communicator. Pt will continue to charge for few hours and will call back if the issue persists. Pt called back stating that the issue persisted. Pt stated that after charging the communicator for two hours, the device was still dead and as a result they wouldn't be able to get their next bolus. Pt expressed concern about experiencing more pain. Agent sent a request to repair to replace the communicator.